Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device, and no non-conformance's were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. It was reported "the needle tip was broken" were x-rays taken to locate the needle tip? No further information is available. Was the needle tip retrieved during the same procedure? No pieces fell into the patient. Was there any additional tissue damage as a result of searching for the needle tip? No further information is available. Device return status/follow up: we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent a laparoscopic partial hepatectomy on unknown date and the suture was used for wound closure. It was reported that, after holding the needle with a mathieu needle-holder, the needle tip was broken during use though no extra force was applied. There were no pieces fell into the patient. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). A failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure.